Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that her blood glucose levels were too high for the glucose meter to read. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.